Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the nucl.magn.silica 384t (reference 280133) impacted batch z018ab1ms was tested on several downstream applications for rna (flu, (B)(6), enterovirus) and dna (bk). Low and high viral loads were tested. No significant difference was observed between the silica batch z018ab1ms and the reference. An issue (freezing) during shipment of silica could have occurred. Unfortunately, we were not able to visually inspect nor test the performances of the silica, as it was not returned to biomérieux. The shipping conditions of the nucl.magn.silica 384t_ ref 280133 from our manufacturing site to the subsidiary and then to the customer's laboratory were tested. The shipping conditions conform to our specifications, aimed at preventing any freezing of the magnetic silica. Nevertheless, as there is no temperature sensor in the nucl.magn.silica 384t_ ref 280133, we cannot totally exclude such an hypothesis. Neither could we exclude a freezing of the magnetic silica at the customer's laboratory. As an additional precaution, temperature sensors will be added in the nucl.magn.silica 384t_ ref 280133 shipping boxes to allow the detection of any potential freezing. In conclusion, biomérieux could not reproduce the customer's complaint. However, since we cannot totally exclude a freezing issue, we will implement some measures for detecting a freezing event. The nucl.magn.silica 384t (reference 280133) is highly sensitive to freezing and must be placed away from the walls of the refrigerators against which it is likely to freeze.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report downstream performance issues associated with the nuclisens® easymag® magnetic silica product. The customer performs nested pcr and the method of detection is via agarose gel. They use an external control; positive controls are failing. The customer indicated that the reporting of patient results was delayed >24 hours; however, the customer also stated "to be fair, ours is a chronic disease management tool where a delay of a day is not "that" harmful." The customer stated no patient results were affected because those that worked were reported and those where the external control did not work were not reported. No patients were harmed or treated incorrectly. Biomérieux investigation has been initiated.